Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer and confirmed that the exposure was not possible. Upon remote testing rse found the wired footswitch had rebounding problem intermittently. To resolve issue rse suggested for the replacement of wired footswitch and customer order and replaced the part on their own. After this reported issue didn¿t reoccur and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the foot switch did not rebound well and intermittently would not produce x-rays. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.